Event description:
It was reported via repair work order that power cord had damaged prongs. The nurse plugged in the unit and allegedly saw sparks and received a shock. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that power cord had damaged prongs. The nurse plugged in the unit and allegedly saw sparks and received a shock. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as investigation concluded that no defects were found with the power cord upon inspection by the stryker technician. All electrical tests passed and no visual defects were found with the power cord. However, at the request of the customer, the cord was replaced. Also, no medical intervention was required in regards to the alleged user shock.